Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a fluid leak from their cycler¿s cassette compartment and the cycler set after completing pd treatment. The leak was observed on (B)(6) 2021 but it was the cycler set from the previous treatment on (B)(6) 2021 that remained within the cycler. During that treatment the cycler had alarmed patient line is blocked multiple times during multiple phases. The contact reported that the treatment was completed that night. The following night, when they observed the leak, they continued setting up with a new cycler set and received a heater bag not detected alarm during step 3. At that point they contacted technical services, at which point they were advised to discontinue using the cycler and revert to alternate treatment plan. A replacement cycler was issued. The contact reported that treatment was not completed on (B)(6) 2021. The patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the customer is available. The contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a fluid leak from their cycler¿s cassette compartment and the cycler set after completing pd treatment. The leak was observed on (B)(6) 2021 but it was the cycler set from the previous treatment on (B)(6) 2021 that remained within the cycler. During that treatment the cycler had alarmed patient line is blocked multiple times during multiple phases. The contact reported that the treatment was completed that night. The following night, when they observed the leak, they continued setting up with a new cycler set and received a heater bag not detected alarm during step 3. At that point they contacted technical services, at which point they were advised to discontinue using the cycler and revert to alternate treatment plan. A replacement cycler was issued. The contact reported that treatment was not completed on (B)(6) 2021. The patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the customer is available. The contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.